Event description:
(B)(6) 2014: it was reported that the patient had problems with their original device; specifically they could not keep the device ¿set right.¿ the device was reportedly replaced and a second implantable neurostimulator (ins) was implanted. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3998, lot# l87124, implanted: (B)(6) 2000, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. (B)(4).